Manufacturer narrative:
The sample has been returned to arrow. The customer returned an unused sample. Co's examination and testing of this sample failed to confirm the user's claim. The product performed as intended.

Event description:
The spring wire guide separated during removal from the pt. The piece of wire was removed from the pt utilizing a snare device. There were no complications.